Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 04-june-2015, an fse performed on site service and replaced a faulty diluent pump and check valve. The instrument was primed without any issues and verified to be operational. There was no further action required by fse. The most probable cause of the reported event was due to a defective diluent pump.

Event description:
On (B)(6) 2015, a customer reported that their analyzer was making loud noises, but there were no error codes. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog, lhii, fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.